Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon was not able to get the device to fire past the first 1/8 of the reload. Case completed with same device and a new reloads. There were no patient consequences. Device was discarded.